Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome post implant procedure of the leadless implantable pulse generator (ipg). Leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.